Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the needle was found with no safety shield covering the tip. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although no samples were returned a picture was returned showing a used sample with blood in chamber. After evaluation of the returned picture and description of the incident it is determined that the product was incorrectly handled and the defect cannot be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.